Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. A call to technical services was placed on (B)(6) 2014 informing that this lead exhibited out of range amplitude measurements. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).